Event description:
Meter name: one touch ultra, strip name: one touch ultra, meter code: 23, strip code: 23, strip storage: unknown, symptoms: insulin reaction. A patient reported they had an insulin reaction. Their meter allegedly erratic. The results on their meter were 348,266,302,359. No comparison perform. Treatment was unknown. No further information has been reported.